Manufacturer narrative:
Hospital did not report this event at the time it occurred,, there was no alleged product deficiency.

Event description:
There was a right ventricular perforation with the pericross obturator. Physician used an amplatzer vascular plug to close the perforation. Procedure proceeded successfully gaining pericardial access using the pericross device. Patient was fine.